Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe had the hub separate from the device. The following information was provided by the initial reporter: "the customer reported about needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: customer returned an image of a 0.5ml syringe with no other identification. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe had the hub separate from the device. The following information was provided by the initial reporter: "the customer reported about needle/shield separation from the barrel when removing the shield."